Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the pump was sticking and the implant appeared to be bulging and oversized. It was mentioned that the device was presenting deflation and inflation issues. The ipp was explanted and replaced. There were no patient complications reported.